Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, several episodes of non-sustained ventricular tachycardia oversensing due to post-paced t-wave oversensing were observed. Device was reprogrammed. Patient was stable.